Event description:
It was reported that the customer experienced a nocturnal low blood glucose event to 44 mg/dl while using the ilet system, after which nasal glucagon and oral glucose were administered and glucose returned to range; the medical device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial